Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure was successfully completed on (B)(6) 2019. On post-procedure day 2 ((B)(6) 2019), the patient developed cardiac tamponade. Pericardiocentesis was performed to remove 100 cc of fluid from the pericardial space. The patient was reported to be in stable condition, after pericardial drainage. Extended hospitalization was required. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. The force visualization features used included graph, dashboard and vector. Surpoint was evaluated retrospectively.